Event description:
It was reported that the customer's insulin pump was alarming button error and they are unable to clear it. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but it may have been exposed to moisture. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The button error alarm due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. No moisture damage found inside the pump.